Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate electric shock due to noise oversensing. Possible causes were discussed. Furthermore, the patient indicated that they had received inappropriate shocks prior to this incident. The patient was then presented to the clinic and an isometric test was performed, which failed to reproduce the noise. An x-ray was recommended. This s-ICD system remains in use. No other adverse patient reactions have been reported.